Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and fully dislodged force sensor pins, out of calibration force sensor, lead screw contamination and contamination on the force sensor. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.

Event description:
Pt reports pump dispensed insulin during load cartridge phase.